Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. D4: batch # 208c03. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected and no anomalies were noted on the knife reverse and manual switch at any time during the testing. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The event reported of hemostasis intervention was confirmed and it is related to improper use of the device. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of "would not open, knife reverse and manual switch issue", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Once the firing cycle has been initiated, it should be completed by completing all four strokes of the firing cycle to return the knife to the home position. If it is necessary to interrupt the firing sequence, push the red manual knife reverse switch downward to reverse the knife motion; the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. To complete, squeeze the firing trigger completely until it rests on the closing trigger, after which the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. Device history review: a manufacturing record evaluation was performed for the finished device batch number 208c03, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what trouble shoot steps prior to converting to open? None, dr. Wanted to perform another resection of the upper lobe and when performing the shooting sequence on the 4th shot, which is to return, the blade gets stuck. What is the surgeons experience with the device? High. The dr. Had always used our staplers, both manual and automatic. Was this first firing in the procedure or had it been successfully used for previous firing? Yes. Were there any clips in the area where the device was fired? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, at the time of stapling to carry out the resection of the upper lobe, the dr. Made the 3 corresponding movements to activate the blade, thus generating forms the cut, when activating the 4th shot the stapler gets stuck when the blade returns, an attempt is made to activate the opening button to open the jaws of the stapler and it does not work, the dr. Is told about the option of reversing without success since the stapler does not activate the movement and remains stuck, makes another incision to remove the stapler. Patient consequences were increase in bleeding, longer anesthesia time, longer operating room time.